Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 16-apr-2019 arjo was informed about a complaint involving enterprise 5000x bed. After the customer call, the arjo representative visited the facility to inspect the device. The bed was removed from use by the customer and put into the storage area where waiting for the evaluation. During inspection carried out by arjo technician, it was confirmed that the bed has severe damage, including bent frame and dislodged radius arm from the bed's frame. There was no event with the enterprise 5000x and information regarding circumstances of the malfunction occurrence reported by the facility. Arjo did not receive any indication regarding the patient's involvement or injury. The involved enterprise 5000x bed was manufactured in july 2017 and sold to the (B)(6) hospital in new zealand in october 2017. Before the bed was distributed to the customer, undergo the internal inspection at the manufacturer side. The device history record for the claimed serial number (B)(6) has been reviewed and it was confirmed that this device passed quality check- no anomaly was found that would affect the bed's stability. Additionally, the bed was the subject of regular inspection carried out by arjo representative. The last one was carried out on 11 nov 2018. The review of post-market surveillance data and investigation carried out at the manufacturer side in terms of radius arm detachment revealed that this malfunction would not occur when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. The instructions for use dedicated to the enterprise 5000x bed (746-577-UK rev. 11) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as evidenced by the test results. In conclusion, the malfunction concerning radius arm detachment proves that the enterprise 5000x did not meet the manufacturer's specification. This device played a role in the reported malfunction. The limited information provided by the facility did not allow to determine the circumstances in which the malfunction occurred. However detailed analysis carried out by the manufacturer as well as numerous simulations performed allowed to conclude that the radius arm detachment can only occur when the bed is handled not in accordance with the instruction for use, which is attached to each arjo device. Although there was no indication of patient involvement and no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which may pose a risk of bed's collapse and patient's fall.

Event description:
On 04/16/2019 arjo was informed about a complaint involving enterprise 5000x bed. After the customer call, the arjo representative visited the facility to inspect the device. The bed was removed from use by the customer and put into the storage area where waiting for the evaluation. During inspection carried out by arjo technician, it was confirmed that the bed has severe damage, including bent frame and dislodged radius arm from the bed's frame. There was no event with the enterprise 5000x and information regarding circumstances of the malfunction occurrence reported by the facility. Arjo did not receive any indication regarding the patient's involvement or injury.